Event description:
Additional information was provided. It was reported that the physician initially reported the symptoms. There were no reported abnormal findings of the csf and sample from the spinal and pump pocket tests. Per the physician, the patient is doing great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from the manufacturer representative on may 11, 2017 regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for spinal pain. Of note, the pump had been replaced on (B)(6) 2017 and it was reported the patient had previously been receiving 10 mg/ml of dilaudid at 0.5 mg/day and 6 mg/ml of bupivacaine at 0.3 mg/day. It was reported the patient had experienced a spinal headache since the pump and catheter had been replaced on (B)(6) 2017. The physician had planned to do a blood patch (B)(6) 2017, however the patient had a fever. A urine test was performed and revealed the patient¿s white blood cell count was slightly elevated. The patient¿s spinal incision did not appear to be completely closed. The doctor aspirated cerebrospinal fluid (csf) through the catheter access port (cap) and sent a sample for testing. Fluid was also collected from the spinal pocket and pump pocket for testing. The physician planned to do a blood patch in one week if there were no signs of infection. The patient reported they were getting good therapy for the areas that were normally painful. The spinal pocket was rinsed and cleaned, and the doctor observed that the catheter had pulled back from the fascia. The doctor decided to revise the cat heter segment by removing the anchor, cutting the catheter, placing a new anchor deep into the fascia, and connecting the two pieces with a collet. Csf was dripping from the spinal catheter segment piece the entire time until the doctor connected the segment to the segment coming from the pump pocket. The pump was programmed per the doctor¿s order after the surgery was completed and the patient was sutured back up. No further complications were anticipated/reported.